Manufacturer narrative:
Manufacturer's investigation conclusion: a direct correlation between heartmate ii lvas, serial number (B)(6), and the reported events could not be conclusively established. The account communicated that the patient had multiple transient ischemic attacks (tia) and thromboembolic events. The patient expired on (B)(6) 2016 due to thromboembolic events and heartmate ii lvas, serial number (B)(6), was not returned for evaluation. Multiple attempts for additional information were made and no further detail was provided. The relevant sections of the device history records for (B)(6) were reviewed and showed no deviations from manufacturing or quality assurance specifications. The implant kit shipped on (B)(6) 2014. The heartmate ii lvas IFU is currently available. Section of this IFU lists neurologic dysfunction, peripheral thromboembolic events, and death as adverse events that may be associated with use of the heartmate ii left ventricular assist system. Section "patient care and management" outlines the recommended anticoagulation therapy and inr range. No further information provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is completed.

Event description:
It was reported that the patient passed away due to a thromboembolic event. The patient had multiple transient ischemic attacks (tia)/ thromboembolic events and died at home with their significant other. An autopsy was not performed.